Event description:
It was reported the fill estimate was inaccurate. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting, a new cartridge was loaded onto the pump and the reported issue could not be duplicated. Customer reverted to using an alternate method of insulin therapy.